Manufacturer narrative:
Evaluation result: brake cam.

Event description:
It was reported by service report that the stretcher brakes do not stay locked. It is unknown if there was patient involvement or adverse consequences.